Manufacturer narrative:
The part was returned for analysis. Per functional and physical testing methods it was found that the support arm for the marker was severely bent. With markers attached and fully seated, the marker was not recognized. Otherwise, the probe returned good geometry and divot error readings. It was confirmed that the part was physically damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was discovered and reported that during routine inspection the planar passive probe was deformed. No patient was present.